Event description:
It was reported that a pt underwent a hypospadias repair procedure on an unk date and suture was used. The pt developed a fistula with wound breakdown and urine leakage. Add'l info was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.